Event description:
It was reported that during a laparoscopic esophagectomy procedure, air leaked a lot. The air leak started in about 25 minutes. While a forceps was being inserted, air did not leak. A boo sound was heard from the device. The abdominal pressure was 10mmhg and high flow. When the doctor operated inside the chest cavity, the pleural pressure was 6mmhg and low flow. The devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.